Event description:
It was reported that during an unknown laparoscopic procedure, the clip was malformed. The device was used around the colon. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4).